Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by a nurse from the site indicates that the drill would have overheated within the first few minutes (a minute or two after starting to use), after being primed with irrigation and/or coolant solutions. When this occurs, the site stops using the drill and uses a replacement to continue the case.

Manufacturer narrative:
The product analysis indicates that the handpiece would not turn due to corroded motor and bearings. A one-minute pre-repair temperature test could not be performed. The device was repaired and tested to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that postoperative, the handpiece overheated.